Event description:
It was reported that the patient heard several beeps from their implanted device. Upon remote device data review, a red alert due to high, out of range shock impedance (>125 ohms) was noted from the right ventricular (rv) lead. Boston scientific technical services were contacted and discussed performing provocative maneuvers and defibrillation threshold testing (dft) to evaluate the rv lead integrity. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.